Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to a suspected fracture. No patient complications have been reported as a result of this event.